Manufacturer narrative:
(B)(4): secondary surgery. (B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. The pt has abnormally large eyes. The lens decentered and was repositioned on (B)(6) 2010. Ultimately the lens decentered again and was exchanged for a larger lens on (B)(6) 2010. This pt had two icls implanted in the same eye. See MFR # 2023826-2011-00249 for the secondary lens.